Event description:
"Agc unavailable"; message displayed on the ventilator occurred due to this ventilator having software installed a setting that was not approved for use in the us. This software allowed the setting of automatic gas control on the ventilator. After identifying this issue and communicating with getinge again, this ventilator was removed from service and is awaiting software update. Getinge has escalated a complaint, and is investigating this incident further.